Event description:
It was reported that there was a kink found on a 0.035 dgw fc j3mm emerald guidewire before use on the patient. A total of three emerald catheters encountered the same issue. The devices were stored, handled, and prepped according to the IFU. There was no difficulty noted removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. The procedure was completed successfully. There was no adverse event to the patient. The devices will be returned for analysis. Received additional information from failure analysis site that one of the three devices was received with the core wire separated from distal tip.

Manufacturer narrative:
(B)(4). (B)(6). Complaint conclusion: it was reported that there was a kink found on three emerald guidewires before use on the patient. The devices were stored, handled, and prepped according to the IFU. There was no difficulty noted removing the products from the hoop, nothing unusual was noted about the packaging or product prior to use. There was no reported patient injury. Analysis of one of the three devices noted that the core wire was separated from distal tip. Three non-sterile units of dgw .035 fc j3mm 260cm tef were received inside of a plastic bag. The units were identified as units 1, 2 and 3. Unit number 1 was inspected and no damages were observed on the unit. Unit number 2 was inspected and no damages were observed on the unit. Unit number 3 was inspected and core wire was received separated from distal tip and stretched/untraveled condition on the coil wire was observed at the separation area; it seems that the wire was stressed before the core wire was broken/separated. Guide wires were inspected under vision system and the damage observed on unit number 3 was confirmed. (Core wire separated at distal tip). A sem analysis was performed in order to determine the cause from core wire separated and the results showed that the core wire and the distal bullet presented evidence of welding remnants. Both sections did not presented evidence of mechanical deformations like elongations or ductile dimples. Probably the welded section of the core wire with the bullet was not able to support the fatigue conditions that the guidewire was induced to. No other anomalies were found during sem analysis. A review of the manufacturing records for this lot revealed that the devices met specification prior to release. The failure reported by the customer as ¿guidewire/ kinked/bent-prior to use¿ was not confirmed at any of the three received units due to kink and bent condition were not observed, however one of the received unit showed core wire separation from distal tip and stretched/unraveled condition on the coil wire at the separation area. The exact cause of these failures could not be conclusively determined however as per unit analysis including sem, procedural factors might have contributed with the cause of the failures found. Neither the DHR review nor the product analyses suggest that the events reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. Significant finding was detected due to core wire was received separated from distal tip. The separation was not reported by the user but was found during device analysis. It is unknown when and where the separation occurred. With the information available it is not possible to draw a clinical conclusion between the device and the event.